Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ca 19-9 immunoassay on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ca 19-9 value of < 0.600 u/ml with a data flag. The sample was repeated in the same tube, resulting in a value of 65.27 u/ml on (B)(6) 2022. The sample was then poured into a cup and repeated, resulting in a value of 64.74 u/ml on (B)(6) 2022. The ca 19-9 reagent lot number was 59810303, with an expiration date of 31-aug-2022.

Manufacturer narrative:
Quality controls were acceptable. Calibration signals were slightly lower than expected. The investigation could not identify a product problem. The cause of the event could not be determined.